Event description:
The user facility reported that the procedure was a coronary percutaneous coronary intervention (pci) via radial access. At the end of the procedure the physician applied the tr band and inflated it. The sheath was removed, and the patient was transferred to the recovery area. During intake in recovery, it was noted that access site was bleeding, and the tr band appeared to be fully deflated. A very small hematoma had developed. The blood pressure cuff and tr band was replaced with a new tr band. The tr band was inflated, and normal process followed for recovery and deflation without further issue. Other than very small hematoma, no report of further patient complication. The patient was stable and discharged. The procedure was successful. The estimated blood loss was less than 250cc.

Manufacturer narrative:
Patient identifier - requested, not provided as the facility does not share private patient information. Age & date of birth - requested, not provided as the facility does not share private patient information. Patient sex - requested, not provided as the facility does not share private patient information. Weight - requested, not provided as the facility does not share private patient information. Ethnicity - requested, not provided as the facility does not share private patient information. Race - requested, not provided as the facility does not share private patient information. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings related to the reported event. The complaint cannot be confirmed for air leakage because the sample was not returned for assessment. The exact root cause could not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).